Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - additional evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly asy000016.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional.

Manufacturer narrative:
(B)(4).